Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was seen in the clinic on (B)(6) 2010 to have his pump read, after being notified. The pt had been to the ER three times over the previous weekend with reports of increased pain. The pt had been on schedule for a pre-emptive replacement due to the age of the pump, but several health issues related to his management of his diabetes had kept that from happening. He was due for a refill on (B)(6) 2010, and a pump volume discrepancy check was to be done at that time. He was reported as drowsy and drug-seeking by the ER. The dr believed that to be related to his taking 30 mg morphine every two hours and three flexeril, as reported by his wife on the suggestion of one of the ER physicians. A pump check was done (B)(6) 2010 and no alarms were visualized on the physicians programmer print-out and no alarms are heard. Pt was alert and mobile on his own strength. Morphine was administered via the pump at a concentration of 25 mg/ml and a daily dose of 12.3 mg/day. There was not an end of life (eol) showing on the pump. The problem was the volume discrepancy. The pt did not have the money to pay for a dye study or any other procedures or to get the pump replaced. He was being managed with oral medications. No surgery or any other procedures dealing with his pump were scheduled for the immediate future.